Event description:
It was reported when the patient presented to the hospital for generator changeout, externalized conductors were observed. The lead was capped and replaced. The patient condition is good.

Manufacturer narrative:
(B)(4).